Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error alarm and motion sensor test failure alarm. Blood glucose level at the time of the incident was 313 mg/dl which was treated with insulin pen. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer was assisted troubleshooting for motor error and was able to rewind the device but did not complete troubleshooting for the motion sensor test failure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.